Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis was unable to confirm the customer comments that the electrocardiogram and radiofrequency (rf) programmer head ports were not working, the programmer was able to interrogate both wirelessly and non-wirelessly. It was noted however that the rf head connector on the link electronic module (lem) was loose and the lem was replaced and recalibrated as a preventive measure, and the hard drive was reconfigured and the software reloaded and updated. It was additionally noted that both latch tabs on the power cord bay door were broken as were both keyboard hinges and that the programmer failed the left antenna test. The antenna connection was found to be loose and it was reseated and secured. Concomitant medical product: product ID: 229047, software analyzer: (B)(4).

Event description:
It was reported that the programmer's electrocardiogram port and its port for the radiofrequency programmer head were not working. The programmer was returned for service. No patient complications have been reported as a result of this event.